Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation identified damage on the scallops caused due to impaction. No damage to the locking feature was observed. 2 undated x-ray images were received and the review stated that there was severe bilateral hip degenerative arthritic changes with slight roation of pelvis. The implants could not be seen. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: (B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the liner did not correspond to the cup (size 52). After some attempts, the surgery has been completed with a ceramic insert. Delay >30 mins noted. Attempts have been made and additional information on the reported event is unavailable.